Manufacturer narrative:
The e402 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys vitamin d total iii (vitamin d iii) on a cobas e 402 analytical unit. The initial result was 120 ng/ml with a data flag. The sample was repeated twice, with results of 32.7 ng/ml and 37.5 ng/ml. A new sample was obtained, and the result was 37.1 ng/ml.

Manufacturer narrative:
The customer stated that calibration and qc were acceptable. Pictures of the instrument were reviewed, and the instrument surfaces were contaminated, and serum clots were on the rinse station. As the sampling area was contaminated, the investigation determined the event due to preanalytical handling issues.